Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 left sided deflation was noted visually. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) of lot number 5677365 was reviewed on 7/16/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018 the lot number, product code, and serial number of the impacted product were received. The impacted product was a mentor smooth round moderate profile 375cc saline prosthesis. This was erroneously omitted from the initial report submitted on (B)(6) 2018. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).